Event description:
A report has been received from (B)(6) of a possible bloodline tubing kink on the arterial line of the bvm combiset bloodline. Reportedly the incident occurred while a patient was receiving hemodialysis treatment when a nurse noticed the arterial line seemed to be kinking off at the entrance to the blood volume monitor. Although there was patient involvement there was no injury to the patient and no medical intervention required.

Manufacturer narrative:
(B)(4). The manufacturer is reviewing the design history file and the lot and manufacturing records for this product. In addition the manufacturer has made visits to this customer facility to observe the clinical practice and collect information that will be helpful to the investigation. The investigation is currently ongoing and a root cause has not yet been determined at this time.